Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they had a ventral hernia repair on (B)(6) 2017 and mesh was implanted. At the beginning of (B)(6) of 2018, the patient reported the mesh has started migrating out of the umbilicus. The patient is experiencing abdominal pain. The patient will be returning to their doctor to have the issue evaluated. Additional information has been requested.